Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequent loss of osseointegration resulting in fixture loss. The patient was reimplanted with a new device (date not reported).